Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter, a home health nurse, stated that she did a meter to hcp meter comparison test with a pt. Her meter (surestep) had a reading of 132 mg/dl, and the patient's surestep meter read 162 mg/dl. Tests were done back to back within 2 minutes using different finger sticks. (No symptoms were reported.) Control solution tests were in range on her meter/strips as well as patient's meter/strips. No numbers available. Reporter stated that she checks all pt meter/strips, and has had similar variables on other patient meter tests in the past.